Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient stated that during the shut down when he opened the door to remove the cassette, the inside of the cycler was wet. Prophylactic antibiotics were administered and patient had no adverse effects. The sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will filed upon completion of the investigation.